Event description:
Physician was performing a common bile duct exploration and wanted to use the reddick cholangiogram catheter. The first one was opened and the balloon would not inflate. A second one was opened and the balloon had a tear in it. This was the last one in the box. A new box was opened and the catheter worked as expected.